Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was found completely separated from a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.